Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited multiple episodes with a low amplitude, fine signal on the right ventricular (rv) channel that the device undersensed. This resulted in a total of seven (7) shocks delivered by the device across the episodes. While the patient was hospitalized, an x-ray revealed that the rv lead was dislodged so all device therapy was programmed off and the rv lead was subsequently explanted and replaced. The device remains in-service. No additional adverse patient effects were reported.